Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was unknown at the time of incident. The customer¿s husband reported the customer was hospitalized due to troubles with blood glucose levels. The husband reported when filling the insulin pump normally the customer uses 300 units within a couple of days, however something is wrong the reservoir does not move. The husband did not troubleshoot the issue the insulin pump was not available. The customer will not return the reservoir for analysis.